Manufacturer narrative:
The manufacturer did not receive x-rays for review. Other documents were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive the device for investigation. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
During a surgery, when the nurse opened a sterile package and removed the top plastic, a silver mark on the ceramic head was noticed. The surgeon advised not to use it and a different head of same size and offset was implanted. There was no surgical delay.

Manufacturer narrative:
Investigation results were made available. Event description: it was reported that when the nurse opened sterile package and removed top plastic, a silver mark on the ceramic head was noticed. So, the surgeon advised not to use it and the head was set aside. Then, different head of same size and offset was implanted. The event occurred during surgery. Harm: s1 - no patient, user, or other stakeholder harm hazardous situation: device not used for implantation due to non-functionality or visible damages. Review of received data: no medical data relevant to the case has been received. Due diligence: no further "due diligence" required as all required information to support the conclusion is available or was already requested. Product evaluation: visual examination: the head was received for examination. Upon receipt the head shows a backish mark on the head. After cleaning of the product the mark was no longer visible. Review of product documentation: device purpose: this device is intended for treatment. Product compatibility: reported event is not related to a combination of products; therefore a compatibility review is not applicable. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. Further, the device history records show that the product is cleaned and packed in the clean room. Conclusion: it was reported that when the nurse opened sterile package and removed top plastic, a silver mark on the ceramic head was noticed. So, the surgeon advised not to use it and the head was set aside. Then, different head of same size and offset was implanted. The event occurred during surgery. Based on the investigation it can be confirmed that a mark was visible prior to cleaning. Therefore, a metalic transfer can be excluded. Further, the device history records show that the product is cleaned and packed in the clean room. Therefore, it can be assumed that the product was likely conforming when it left zimmer biomet control. Based on the available information it remains unknown at what point this mark occured. Further, the complaint history review showed no other complaint for the same lot number. Based on the investigation the reported event can be confirmed. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
Investigation has been completed.